Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested such as the lot number of the strips used by the customer, but this information was not provided.

Manufacturer narrative:
(B)(4). This event occurred in tha .

Event description:
The customer received a questionable low troponin t result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The initial result was 207 ng/l and was reported to the physician. The result from the same sample tested on a cobas 6000 e 601 module was around 3000 ng/l. The specific data was requested but was not provided. There was no allegation of an adverse event.